Event description:
It was reported that the patient presented to the emergency room after experiencing several syncopes episodes. During interrogation the lead exhibited loss of sensing and loss of capture. The lead was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.